Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for a heater bag issue during fill 1 of 4. The alarm could not be cleared. Treatment was discontinued and the patient found fluid was leaking inside the cassette door. The patient was advised to contact his nurse. The set was discarded. During follow up the patient's home nursing manager reported the patient did not have any adverse event associated with the leak.